Event description:
It was reported that this right ventricular (rv) lead exhibited lead micro dislodgement confirmed via x ray and lead testing. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.